Event description:
The customer reported that an 840 ventilator had an erratic display, upper graphic user interface (gui) display is garbled and fragmented. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).